Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly repriming the patient line. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported the home patient (hp) had reused single use supplies and had been connected to the homechoice disposable with cassette patient line during the priming phase of peritoneal dialysis therapy. The hp had cleared an unrelated alarm, reused the supplies, and had started therapy over while connected. The technical service representative advised the hp of proper procedures and assisted the hp in ending the therapy. It is unknown how the hp completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.